Event description:
It was reported that the pump reset unexpectedly at 95% battery life. The reset impacted the customer's blood glucose level because it stopped pumping during bolus delivery.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.